Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged with a scratch and they can not read the display. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. The customer stated the insulin pump has been bumped. Customer states the insulin pump does show sign of physical damage. The customer states there are discolored pixels and the scratch is on the lcd screen. Customer stated the scratches were on the left center of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly. Device was also received with minor scratched lcd window. No rainbow effect on the display noted.